Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post. All pieces not returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was found to be fractured after it came through the washer after a knee procedure. It was not recognized as cracked during surgery. All parts were not returned. No adverse events have been reported as a result of the malfunction as there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.